Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was 309 mg/dl. During troubleshooting with tandem technical support, the issue was resolved.